Event description:
It was reported the pt underwent a diagnostic angiogram followed by deployment of an angio-seal device to seal the arteriotomy site (date unknown). The pt developed pain and swelling at the puncture site. A clamp and sandbag were applied. A doppler ultrasound revealed a pseudoaneurysm. The pt was admitted to the hosp for observation for six days. The pt was reportedly recovering. The pre-deployment femoral angiogram revealed the puncture site was near the superfical femoral and femoral profunda bifurcation. The pt also had vascular disease at the puncture site.